Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on distal strut rows 4 and 5, where the struts are in a lifted state. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 15mm x 3.0mm, target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00 x 16mm promus element drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the tip of the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 15mmx3.0mm, target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00x16mm promsu element drug eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the tip of the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported.